Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. Upon examination, the patient experienced pain. The rim of the mesh was palpable to the anterior vaginal wall at the level of the posterior arms. As a result, the patient was given vaginal estrogen. The event is listed as ongoing.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Manufacturer narrative:
Additional information: it was reported that the initial pelvic floor repair procedure was performed in 2008. The surgeon opines that stage two atrophy of the vaginal mucosa is contributing to the patient'ss pain. The patient's pain is intermittent and occurs only upon clinical examination. The current status of the patient is unchanged. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.